Event description:
It was reported there was an error code that displayed. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer booted to a system error with all printer leds (light emitting diode) flashing. A printed circuit board assembly found out of electrical specification. Analysis also found the overlay to the screen and the case handle were cracked. Printer drawer was missing paper guide and keyboard connection on the motherboard was broken loose. Concomitant products: product ID 2067l rf (radio frequency) head. (B)(4).